Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The pt was not hospitalized for the event. Treatment was not reported. The cause of the peritonitis was the pt made a mistake of touch contamination and reused single use disposable supplies (further details not provided). On an unreported date the pt was re-trained in proper aseptic procedures for performing pd therapy. At the time of this report, the pt was recovering from the peritonitis event and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4): it was reported that the cause of peritonitis was that the patient made a mistake and used poor technique. The reuse of single use disposable supplies is no longer considered to be a cause for peritonitis. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any additional relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient, and re-use of single use supplies. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The patient at home guide for the homechoice device instructs the patient to "discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Patients are warned to not reconnect solution bags, not replace empty solution bags, or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the instructions in end therapy early procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.